Event description:
A malfunction alarm was reported, displaying malfunction code 16. The customer¿s blood glucose level did not exceed 300 mg/dl, indicating no adverse impact. Technical support assisted the customer with resetting the pump, but the malfunction persisted, leading to the decision to replace the pump. The customer was informed about the replacement and planned to use multiple daily injections as a backup insulin therapy. The pump was confirmed to be within warranty, and instructions for both shipping the replacement and returning the malfunctioning pump were provided.